Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive and sticking. The up and contrast buttons were found require increased force to elicit a response. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. No power issues were observed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up arrow was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.